Manufacturer narrative:
Checking the manufacturing chart of the products involved in the event, no pre-existing anomaly has been discovered in the items belonging to the same product codes and lot numbers. We will submit a final MDR as soon as the investigation is complete.

Event description:
Elbow upcoming revision surgery due to aseptic loosening and instability, discovered on (B)(6) 2024. The previous surgery took place on (B)(6) 2023, and involved the following implanted components: - humeral body large left+screw (part code 1550.15.120, lot number 2100718, sterilization number (B)(4)). - ulnar body large left + screw (part code 1552.14.020, lot number 2314239, sterilization number (B)(4)). - ulnar liner - large left tema (part code 1560.50.020, lot number 18at1q3, sterilization number (B)(4)). - axle #large (part code 1590.15.020, lot number 2227696, sterilization number 2300054). - (B)(6) humeral implant (part code 9618.15.08z, lot number 2315491, sterilization number (B)(4)). - (B)(6) ulnar implant (part code 9618.15.090, lot number 2315490, sterilization number (B)(4)). The revision surgery has not yet been performed. The surgeon planned to remove the implant without putting anything back in. The patient was treated for an acute periprosthetic joint infection in (B)(6) 2023: this event was registered as customer complaint (B)(4) and reported to the FDA with the MFR. 3008021110-2023-00108. The patient is a male, date of birth (B)(6) 1951. Event happened in the united states.